Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, resistance was felt during removal of the introducer sheath. Vessel damage and occlusion accompanied by detachment of the intima were noted in the left external iliac artery access site. Balloon angioplasty was performed. A stent and stent graft were placed to successfully treat the damage and occlusion. The physician stated that the vessel damage and occlusion were caused by the cook check-flo introducer sheath. It was reported that the vessel diameters of the right and left external iliac arteries were approximately 5 mm. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)